Event description:
Device 1 of 6 (refer to MFR's report numbers 1627487-2009-00037 through 1627487-2009-00041 for devices 2-6, respectively). Ans received a report on 08/20/2009, that the pt's ipg system was explanted in 2009, due to an infection. The pt was placed on antibiotic therapy, and the pt is responding well to treatment. It was reported that a culture was taken and results are pending. Technical support has requested add'l info, and that the ipg system be returned for eval. A f/u report will be submitted if relevant info becomes available.

Manufacturer narrative:
Eval codes, method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.